Event description:
It was reported that patient underwent total right knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2015 due to loosening and varus deformity of the femur. The femoral component and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." "Valgus-varus deformity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02719 & 02720).